Manufacturer narrative:
No samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. The incident has been added to our database and will be tracked for emerging trends. If samples are received in the future the complaint will be reopened for further investigation. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.

Event description:
On (B)(6) 2013, the reporter stated that a needle broke off and she went to the emergency room. They performed x-rays. The emergency room doctor stated that the needle was embedded in the muscle of the right upper leg. No further information is available.